Event description:
It was reported that the physician was attempting to treat a lesion in the lcx with 80% stenosis and no calcification. During the procedure, the lesion was pre-dilated once at 8 atm, 50% stenosis remained post dilatation but the device failed to cross the lesion. The stent was reported as looking abnormal after removal from the patient. The physician used a new device to complete the surgery. No patient injury reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - (device analysis pending). Inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (80% stenosis). Conclusion - inconclusive ¿ investigation in progress. Known inherent risk of a procedure (stent deformation). Device failure related to patient condition (80% stenosis). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the device was returned for evaluation. The mid and distal stent segments were raised and deformed and stretched over the distal marker band and distal tip. Crimp impressions were evident on the exposed balloon portion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.